Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change-out procedure this right ventricular (rv) lead exhibited pacing impedances >2000 ohms, loss of capture, noise, and pacing inhibition. It was noted that the patient had greater than two seconds of asystole when the pacing inhibition occurred, however, no serious injuries were reported. The initial cardiac resynchronization therapy defibrillator (crt-d) that was attempted was abandoned, and a new crt-d device was used. With the new crt-d, the issues noted were resolved after appropriate header connection was achieved. This lead remains in service and no adverse patient effects were reported.